Event description:
The customer reported the system displayed lines through images during fluoroscopy and they couldn't start the procedure. The images were unusable. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The following components were replaced: ccd camera, system interface board, mf power supply, video controller board, and the cabling between the workstation boards. The power supply voltages were also adjusted. The system was then found to be operating as intended.